Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report an issue with the ECG trunk cable for this defibrillator. There was no pt impact.